Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support confirmed that the pump was included in a field correction and arranged for a replacement pump to be sent with updated software. The customer was advised to use multiple daily injections as a backup therapy and was informed about necessary procedures for sensor use and pump storage. Instructions for returning the problematic pump were provided, and the customer understood and acknowledged all steps.